Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found high battery resistance. The pump experienced a reset and a reset due to low battery on (B)(6) 2016 after device return. The pump was in safe state. There were still 11 months until the elective replacement indicator. Analysis of the catheter connector found coring, tears, and cuts in the seal of the connector. Leaking was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 438 mcg/day; lot number unknown). The patient¿s indication for use was intrathecal spasticity and other spasticity. The patient had a medical history of cerebral palsy. No concomitant medications were reported. It was reported that the implanting physician was concerned that the pump connector may have potentially had a leak around the connector, which caused the managing physician to need to titrate the dose over time. It was unknown when the issue first occurred. It was also noted that the patient's battery was depleted: it was at end of life. The patient did not experience any adverse symptoms. On (B)(6) 2016, the patient¿s pump and sutureless catheter connector were replaced. It was planned to return the pump and connector to the manufacturer. The issues had been resolved and the patient was alive without injury as of the date of this report. The patient had recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.